Event description:
Reporter indicated a patient's vns generator was at end of service and could not be interrogated. A battery life estimate was performed which revealed 2.66 years remaining. The patient had a large seizure and generator replacement surgery was performed. Attempts for further information from the reporter are in progress. The explanted generator has been returned and is currently in product analysis. The failure to program event for the vns programming wand is being reported via MDR #1644487-2010-00379.